Manufacturer narrative:
Upon inspection and testing of the device, the coating on the insertion tube was found to be peeled off due to deterioration. In addition, service found a leakage due to holes in the forceps channel, the insertion tube was wrinkled and crushed, the bending angle was out of specification due to wear of the angulation wire, the adhesive on the illumination lens was peeled off, the angle lever was damaged due to external factors, there was abnormal noise due to a damaged angle lever, the adhesive on the bending section cover was detached, and there was a leakage due to the damaged adhesive on the bending section cover. Scratches were observed on the grip, the up/down plate, the universal cord, the video cable, the video connector, the video connector case, the switch box, and the control section due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a defect in a switch of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling from the insertion tube). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the coating which had peeled from the insertion tube. A definitive root cause for this issue was not established. However, it is probable that the issue resulted from a mishandling of the device, or from the stress exerted on it from repeated/long-term use. Olympus will continue to monitor field performance for this device.